Event description:
It was reported that this patient fell at a grocery store. The following physician recommended a right ventricular (rv) lead revision since it was discovered that the thresholds were elevated and the ventricle was perforated. The patient need a pericardiocentesis to drain the fluid. This lead was successfully repositioned. No additional adverse patient effects were reported.